Event description:
A field corrective action (fca) associate contacted the customer to follow-up on the "urgent product recall letter dated january 12, 2010." During the call, the home patient (hp) reported that the hp has had each of the symptoms of over fill for at least the last two months. The caller went over the letter and symptoms with him and asked if he was having any of them and that's when he stated "all of them." The caller asked if he contacted baxter global technical services (bgts) and he said no, he contacted his nurse and his nurse told him it takes some time to adjust to the peritoneal dialysis (pd). The called asked if he recently started and he said back in october. The caller provided the hp with the technical service representative (tsr) phone number. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated that he had bloating and shortness of breath. The hp went to the hospital on (B)(6) 2010 and they found excess fluid in the peritoneum that he was unable to drain. The hospital drained this excess fluid and the hp has had no symptoms since (B)(6) 2010. The hp was unsure of the amount drained in the hospital and was unsure why there was excess fluid in the peritoneum. The hp was not on tidal therapy and does one day exchange. The hp stated that he seemed to be draining the manual exchange fine in the initial drain. The hp stated that he had no excessive drains and while feeling the symptoms, the patient's largest drain volume = 3194ml. The fill volume = 2000ml. The hp had not done any bypasses. Since the hp's hospital visit, the patient was feeling fine and was continuing therapy as usual. This complaint does not meet criteria for increased intraperitoneal pressure volume (iipv). On (B)(4) 2010 product surveillance contacted the patient's nurse (B)(6). The nurse stated that she was not aware of the patient having any of the mentioned symptoms. She indicated that the patient was not happy with the fill volume the doctor had prescribed and was trying to get him to lower it. Since the event happened the patient has been compliant with therapy and per the nurse and is doing just fine with treatment. The nurse did not feel the device needed to be swapped, she does not feel the device was a causative factor regarding the issues with the patient.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, (B)(4).

Manufacturer narrative:
(B)(4). Device not available for evaluation as the nurse declined swap of the device.